Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s button was not working. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer also reported that the insulin pump had blank display which was resolved after troubleshooting however the customer could not clear the alarm as the button was not working. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. However, device was received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response.